Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0837 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during catheter pre-flushing that the tubing of the catheter was made of different materials and ruptured with just a gentle pull. It was stated this imposed bad impact. No other information provided.